Event description:
The patient's generator was visible through the skin, and that the patient was scheduled to have their generator explanted.

Manufacturer narrative:
3h. Device evaluated by MFR?; code 81; device return and evaluation will add no value to the investigation as the root cause is known.

Event description:
It was reported that the patient had surgery due to the patient's incision site eroding due to chaffing from the patient's bra so the physician re-opened and washed out the incision site and then re-closed the patient. Diagnostics for the patient's generator were normal and no malfunctions was suspected and the surgery was only to redress the patient's incision site. Device history record was reviewed and generator was confirmed hp sterilized prior to distribution.